Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered an uncommanded insulin delivery of 7 units of insulin. The patient was able to deactivate the bolus and did not receive all 7 units. Additionally the patient states having issues connecting his cgm.

Manufacturer narrative:
In the case description, the user reports the controller would not connect to the cgm and then suddenly began delivering a 7u bolus that they did not program to do. The user alleges they don't know what mode they were in. The log files were successfully downloaded. The log files were inspected and found the alleged unconfirmed bolus that the user encountered. The bolus delivery successfully delivered in automated mode with no indication of the user stopping the delivery. Furthermore, the bolus delivery completed a calculation prior to starting and found the user adjusted the suggested bolus amount as well, further clarifying that the bolus was programmed by the user. No issues were found with pairing a cgm to the controller. Therefore, the device functioned properly. Additionally, a controller alarm was found in the log files after the date of occurrence. The exact cause of the controller alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.